Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that recharger gets extremely hot during recharging. It got progressively worse over the last couple of weeks. Patient starts feeling it getting hot about 45 min into charging. Also patient noticed their therapy was turned off last time they went to charge. Patient said implant was at 40%. Patient said they did not turn stim off and did not notice it got turned off for over a day. Reviewed to monitor and document the date and time if it turns off again and follow up with healthcare provider (hcp). A request was sent to repair to replace the recharger.